Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer¿s blood glucose value was 56 mg/dl. Customer¿s current blood glucose was 193 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated low blood glucose value with glucose tablets. The customer experience mental confusion weakness. No harm requiring medical intervention was reported. The device will be returned for analysis.